Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer¿s blood glucose (bg) level was not impacted. The customer declined troubleshooting with tandem technical support and stated that they feel the pump is too sensitive and the occlusion alarms are being falsely detected. The customer cleared the alarm and successfully resumed insulin delivery without changing out any supplies. During multiple follow-ups, it was reported that the customer continued to receive occlusion alarms. The customer¿s bg level was not impacted except for one occasion in which the bg level was 270mg/dl and a correction bolus was delivered to address the bg level. The customer stated that this bg level was due to consuming too many carbohydrates and not related to pump or supplies. During these additional occlusion alarms, the customer either resumed insulin delivery or changed supplies and then resumed insulin delivery. The customer declined to troubleshoot for these occlusion alarms.